Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer cleared the alarm and resumed insulin delivery. The customer then disconnected from the pump and reverted to manual insulin injections to manage diabetes. Tandem technical support was unable to perform a system check on the pump as the customer's call was disconnected. There was no reported impact to the customer's blood glucose level. Although additional attempts were made to retrieve information, no further information regarding this event was provided.